Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, h6 and h11. B5: upon follow up, it was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The day after the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1g, weekly once, intraperitoneal, discontinued) and ceftazidime injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. The patient was discharged nine days after hospital admission. The patient was recovered from the peritonitis event. It was reported the patient was retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. There was no report of hospitalization. It was reported the patient was treated with unspecified antibiotics. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.